Event description:
It was reported that a user contacted support via an asl interpreter because a dexcom g7 continuous glucose monitor (cgm) did not pair with the ilet bionic pancreas after which troubleshooting was completed. The user experienced a cgm alert and display of a message indicating the pairing code was not yet active, while blood glucose remained unaffected and no adverse clinical symptoms were reported. Outcomes included no injury, no medical intervention, and continued use of the ilet with guidance to repair and allow for pairing to complete. User support included guided troubleshooting and education to verify the cgm pairing code, confirm the g7 configuration, reenter the code, and wait for the activation window. Investigation of this case revealed that the ilet functioned as designed and the issue was attributable to the external cgm pairing process and code activation timing, with no ilet hardware or software malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was external device communication timing related to the cgm pairing and code activation.